Event description:
Device 1 of 2: reference MFR report#3006705815-2019-01286. It was reported that the scs leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored post-operatively.